Manufacturer narrative:
Device evaluation indicated that the lead passed mechanical tests performed. The complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 6 inches from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue, possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed.

Event description:
A report was received that the patient was receiving inadequate stimulation. An impedance check revealed high impedance. The patient underwent a revision procedure wherein the lead was replaced, as the lead was found to be broken near the location of the clik anchor. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was receiving inadequate stimulation. An impedance check revealed high impedance. The patient underwent a revision procedure wherein the lead was replaced, as the lead was found to be broken near the location of the clik anchor. The patient was reportedly doing well following the procedure.